Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. This lead was also found to have exhibited high pacing thresholds due to suspected conductor fracture. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.